Manufacturer narrative:
Device evaluation of electrode belt 59109774 has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging wires in the cable. Additionally, the j704 connector was pulled off of the distribution node (dn) pca. The root cause for the strained cable was excessive force. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt was damaged.